Manufacturer narrative:
MFR ref no: (B)(4). The module was received and evaluated by baxter. The module was received inoperable due to a "check battery" condition. Eval found corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail, rendering the unit un-repairable. The un-repairable module was removed from svc.

Event description:
It was reported that a wireless battery module exhibited a burnt smell. It was also reported that there was no pt injury.